Event description:
It was reported that during a laparoscopic cholecystetomy, the device clips failed to stay in the jaws. All clips were recovered and case completed with like instrument. There was no patient consequence.